Manufacturer narrative:
Evaluation summary: evaluation was completed on 8 november 2005. The customer reported condition of a failure code 703 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump with a failure code 703:00. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.